Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Associated product: enveor-us lot # 0007906435.

Event description:
Medtronic received information that during the implant of this 29 mm transcatheter bioprosthetic valve, it was planned to deploy the valve to 80% and assess the angio/echocardiogram for leak as this was measured at the lower end of a 31 range (82.5 mm). The valve was 80% deployed when the blood pressure remained low/slow to rise so the valve was deployed. A transthoracic echocardiogram (tte) revealed moderate paravalvular leak (pvl) with improved hemodynamics. A balloon aortic valvuloplasty (bav) was performed twice with no improvement in pvl. Another 29 mm valve was loaded and brought across the annulus. The valve could not be deployed at an ideal depth so the valve was partially recaptured. The delivery catheter system (dcs) was pulled back into the descending aorta and rotated to reorient spines. Upon re-crossing the valve, the capsule became hung up on the valve and pushed it into the left ventricle. The dcs was removed from the patient without deploying the second valve. The valve was snared into the ascending aorta while a 31 mm transcatheter bioprosthetic valve was prepped. The 31 mm valve was brought over the arch while a snare held the first valve in place. The 31 mm valve was successfully implanted and the first valve remains in the ascending aorta. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.